Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2022. The original surgery is dated (B)(6) 2019. The revision surgery occurred because of reported arthrofibrosis. During the revision, the tibial insert and retaining bolt were revised to smaller size.